Event description:
A hospital reported that during a setup procedure, they found that there was a broken prong connection to the rt235 heated wire circuit connector. The breathing circuit was reportedly not connected to a patient at the time.

Manufacturer narrative:
We're awaiting the return of the complaint device to complete our investigation.